Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular capture management trend showed variation in readings between high thresholds and expected thresholds. The implantable pulse generator (ipg) was reprogrammed with auto capture management turned to 'monitor only' and it remains in use. No patient complications have been reported as a result of this event.